Event description:
The device was used during a laparoscopic gastric stapling. Reportedly, the jaws would close and not reopen. Another device was used to finish the procedure. No pt injury was reported.